Event description:
It was reported to vyaire medical that unit has a leaking bellows and the some issues with the inspiratory knob and display on the 3100 a device. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and noticed that the delta p was 93 while doing the performance verification. The fsr made adjustments to the power driver module and brought back the values in range. The unit passes the circuit calibration and performance verification. The unit is ready to return to service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.